Event description:
A patient implanted with evoke closed loop stimulator reported that the cls was in an uncomfortable position. On (B)(6) 2022, a cls revision was performed. It was noted following cls repositioning that after several tries of cleaning and reconnecting there were some electrodes with bad impedances. On (B)(6) 2022, the patient was successfully programmed.